Event description:
I have used fixodent from approximately 1993 (when my teeth were pulled) to the present. After a while, I began experiencing numbness, tingling and extreme pain in my legs and feet. I was later sent to medical ctr, where I was diagnosed with neuropathy and prescribed dilatin. My neuropathy is debilitating permanent and now requires medical care and treatment. Dose: denture cream. Frequency: twice daily. Route: oral. Dates of use: 1993 - present. Diagnosis: denture adhesive.